Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the mega suturecut needle driver instrument involved with the complaint to perform failure analysis. A return material authorization (RMA) was issued to evaluate the isi device, however, the customer indicated that it is not available for return. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
On 26-aug-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: broke cable on robot instrument arm. Isi followed up with the initial reporter and obtained the following additional information: the serial number of the instrument was (B)(6). The issue happened at the start of surgery. The procedure was completed robotically with backup instrument with no injury/harm to the patient. The broken cable was the one that controls the opening/closing of the jaws. No fragment fell inside the patient¿s anatomy. The instrument was not available for return to isi for evaluation. The photographic images of the device(s) or a video recording of the procedure were not available for isi review. The procedure name was a robotic right inguinal hernia repair with mesh.